Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per end user, the right side camber broke in half. Also, the axle tube that holds the right and left camber tubes will not lock in place when the lever is pressed down. MDR filed.